Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation and x-ray revealed dislodgement and a failure to sense on the atrial lead. Programming changes were performed to address the issue. The patient condition was stable.